Manufacturer narrative:
The customer has been diluting samples when the results are < 20 iu/ml. This appears to be an issue of the customer not following rf reagent instructions for use. No system error was noted. This is not a hardware issue. Service was not requested.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to incorrect rheumatoid factor (rf) results generated by unicel dxc 600 pro synchron clinical system. The results were reported out of the laboratory. One patient had to be redrawn, but the customer did not receive any report of change in patient treatment.